Event description:
It was reported the patient experienced severe abdominal pain and new weakness in the lower extremities after procedure. MRI showed stenosis. In turn, the system was explanted to address the issue. The patient was moved to a rehab facility.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.